Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the health care professional (hcp) called to discuss several episodes for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead which showed noise, oversensing, undersensing and low r wave amplitudes. A signal artifact monitor (sam) episode was observed in which a pace impedance measurement of less than 200 ohms was observed. In addition, t wave oversensing was observed. Tachy therapy was programmed off so the patient could travel. The field representative discussed a possible lead revision once the patient returns. This rv lead was explanted and replaced successfully. The ICD was replaced due to a therapy upgrade. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called to discuss several episodes for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead which showed noise, oversensing, undersensing and low r wave amplitudes. A signal artifact monitor (sam) episode was observed in which a pace impedance measurement of less than 200 ohms was observed. In addition, t wave oversensing was observed. Tachy therapy was programmed off so the patient could travel. The field representative discussed a possible lead revision once the patient returns. This ICD and rv lead remain in service. No additional adverse patient effects were reported.